Event description:
After the rn successfully placed the 22 gauge line in the patients vein with noted blood return, the connection of tubing at the side of the butterfly piece separated and blood flowed out of the vein onto the bed. The pt had to get another venipuncture to have another line placed.what was the original intended procedure?peripheral IV line placement.